Event description:
On (B)(6) 2011, pt reported having issues with the infusion sets leaking around the infusion sites. Pt stated, she has noticed that insulin is leaking around the infusion site. Pt reported, she is not sure where in the site the leak is occurring but she can smell insulin and notices the adhesive is wet. Pt stated, when she gives a larger bolus, she notices more insulin leaking. Pt reported, the issue began about 4-6 weeks ago. Pt stated, this has been an ongoing issue and normally happens towards the end of using the infusion site. Pt reported, she will normally notice leaking between 2-3 days of using the site and the infusion tubing. Verified the connection is secure. Pt stated, she does not see insulin leaking from her body when the infusion site is removed. Pt reported, when the infusion sites are leaking, her blood glucose will go up around 160-200 mg/dl. Pt's target blood glucose is around 120 mg/dl. Pt stated, she will change the infusion site and infusion tubing when she notices this issue and then give a correction to bring down her blood glucose. Pt reported, she is always able to bring her blood glucose down. Pt stated, her blood glucose is okay at this time and was 117 mg/dl this morning. Pt reported, she has discarded the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.